Event description:
It was reported that the device downstream occlusion (dso) seal was bubbled, torn, and delaminatedl. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of bubbled, torn and delaminated downstream occlusion (dso) seal. No relevant event history was found, and no relevant service history was found. Complaint was confirmed with visual inspection. Replaced the dso seal.